Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see drips at the end of the tubing during fill tubing. The customer disconnected and reconnected the luer lock connection and the customer noticed drips out of the end of the tubing during fill tubing. There was no impact to the customer's blood glucose level.